Manufacturer narrative:
The case was initially reported as involving a b. Braun product. However, the reporter later clarified that the product was not manufactured by b. Braun and that the registration certificate and product details had been incorrectly completed. Therefore, the case has been dismissed.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that a patient was admitted for delivery at 40 + 2 weeks and lower abdominal pain for 2 hours, and was given vaginal trial of labor after admission. A live baby was delivered at 23:23 on (B)(6) 2025. During delivery, due to tight perineum, lateral episiotomy was performed. Postpartum lateral episiotomy suture was performed for the novosyn synthetic absorbable surgical suture. Eight days after delivery, the patient still felt vulvar pain and obvious foreign body sensation. The patient came to our clinic and found that the suture was not absorbed. The unabsorbed suture was removed, and the patient felt that the symptoms were improved.